Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a image was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in procode and PMA/510k. (Expiry date: 01/2022).

Event description:
It was reported that during a port placement procedure, the catheter was allegedly ruptured. It was further reported that the catheter allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the eighth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation; however, one medical image was provided for review. The investigation is inconclusive for the reported migration and fracture, as no conclusive evidence were available in the provided image. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that, "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." "Warnings: a radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle." "Signs of pinch-off clinical: difficulty with blood withdrawal; resistance to infusion of fluids; patient position changes required for infusion of fluids or blood withdrawal. Radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿. ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: d4 (expiry date: 01/2022), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly ruptured. It was further reported that the catheter allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that sometime post port placement procedure, x ray demonstrated that the catheter allegedly separated. It was further reported that the catheter was found to be ruptured from the connection with the catheter lock. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the eighth complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. The investigation is inconclusive for the reported issues, as no conclusive evidence were available in the provided image.the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. D4 (expiry date: 01/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.